Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed bilateral infection in the treated areas 32 days post miradry treatment. Patient reported symptoms to clinic about 2.5 weeks post-treatment. Antibiotic (doxycycline) was prescribed. The affected areas became more swollen and erythematous. Purulent liquid was drained from both axillae. Culture results from the drainage indicated present of "rare staphylococcus epidermis and very rare propionibacterium acnes." Another antibiotic (cefdinir) was prescribed to replace the previous antibiotic prescription. Clinic confirmed the symptoms resolved by 44 days post-treatment.